Event description:
It was reported that three months after the implant, doctors discovered that the pocket was infected. After the punction of the pocket they saw that the infection was caused by stafilococos epidermidis. At the next follow up the lead threshold had increased. The physician decided to extract the lead. At extraction the physician wasn't able to extract the helix but finally was able to extract it by turning the whole lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found an outer insulation breached (clavicle-rib crush), that all conductors had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the stylet was stuck in lead-distal coil and that the lead was stretched.